Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident and high blood glucose was 250 mg/dl. The customer was assisted with troubleshooting and declined for low and high blood glucose. Treated low blood glucose with food. Customer will not return device for analysis.